Manufacturer narrative:
The event occurred in china. It was reported that the flow rate is abnormal on the rotaflow console and the error message ¿run away¿ appears. The error occurred during the preparation of the equipment. No patient was involved. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician on 2021-07-19 and the technician was able to reproduce the reported failure. The mcp00900683#flow potentiometer (article number 701010990) has been replaced. After the replacement the device is working as intended. The affected part mcp00900683#flow potentiometer (article number 701010990) was send back to the manufacturer for investigation. The part was investigated by the getinge life-cycle-engineering (lce) and the reported failure "run away error" could be confirmed. The root cause could be determined as an internal defect of the flow potentiometer. The resistance in one of the two traces is out of tolerance. This leads to a deviation of the set rpm (revolutions per minute) value between the control system and safety system. The cause for the defect could not be determined. Based on the investigation results the reported failure "run away error" could be confirmed. A device history record (DHR) review was performed on 2021-07-16. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow rate is abnormal on the rotaflow console and the error message ¿run away¿ appears. No more information provided. No indication of actual or potential for harm or death has been reported. (B)(4).